Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported an insulin flow blocked alarm. The customer reported no adverse event. The event involved product(s) mmt-332a, mmt-397a, mmt-1884. Troubleshooting was performed for the insulin flow blocked alarm. And it's a past-resolved event. Troubleshooting was performed for the labeling and the serialized device was replaced. The customer reported a labeling issue. The product labels are reported as missing, removed, worn, faded, or damaged following usage. No harm requiring medical intervention was reported. No product return is required for mmt-332a. No product return is required for mmt-397a. The customer will discontinue using the device. The customer was instructed to discontinue device use and revert to the backup plan per health care professional instructions. Mmt-1884 was requested and the customer response was the device will be returned.

Manufacturer narrative:
Additional information has been received regarding the patient weight change from 250 pounds to 260 pounds which was not included in the initial report. So, the correct patient weight as per new additional information is 260 pounds which is updated in section a4. Pump passed the displacement test, self test, rewind test, prime/seating test, basic occlusion test and force sensor test, self-tests. Thus and software was utilized and downloaded trace/history files properly. Alarmed no delivery show in the trace/history files on 03/16/2025 15:33:53.000, 03/16/2025 15:34:35.000, 03/16/2025 17:08:57.000 during bolus. No unexpected no delivery alarms, prime/fill anomalies were noted during testing or in the file history. No moisture damage on the electronics, battery connector, battery tube, motor, vibrator during visual inspection. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: unit had scratched case, cracked keypad overlay, stained keypad overlay, missing display window cover, cracked battery tube threads, cracked case (battery tube), label damage. In conclusion, pump passed all testing required. No delivery alarms not confirmed. Label damage confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.